Event description:
A manual resuscitator was obtained for use on a pt with severe head trauma in respiratory arrest. The bag was reportedly connected to oxygen and allegedy would not refill after the initial squeeze. The resuscitator was removed and the pt was rushed to the ICU and put on a ventilator.